Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer was hospitalized for low blood glucose (bg) levels (35mg/dl). Customer was treated at the hospital, however the mode of treatment was not provided. Customer indicated that they might have double bolused, and do not believe that the pump or supplies caused the low bg level. Customer will work with their healthcare provider to adjust his pump settings.